Event description:
It was reported that customer had tunnel vision with the scope. Upon further inspection it was seen that the distal window was not present. Customer reported that there was no immediate impact on the patient, but they don't know where the distal window was lost. There was a 30 - 45 min delay in procedure, the surgeon was able to complete the procedure using a backup scope.

Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).